Event description:
It was reported by the rep that the surgeon utilized the co's pxw35 skin stapler in closing the whipple incision. The stapler would not form staples correctly. The right side of each staple caused a deformed result. The surgeon opened a second pxw35 and it performed the same result. The surgeon opened a third skin stapler to finish the case. The surgeon assisted during the case. There was no consequence to pt.